Event description:
Patient was brought into procedure and was on the table. Staff attempted to position patient on table into a reverse trendelenburg position. The table would not hold the position and would sink by approx. 1 inch. Table would stabilize, and surgeon was able to successfully perform surgery. Minor delay to patient only. No patient harm.